Event description:
It was reported an issue with novosyn quick suture. The client reported that the sutures break easily. It has happened on several occasions, in cgd (general and digestive surgery) and urology surgeries. The client does not specify the exact moment of breakage but it is likely to be when tying (because more strength is applied). This means a delay in surgery as the suture has to be changed even though there was no injury to the patient. It occurs in 3 different surgeries according to the information received. The MFR report number for each case is: 3003639970-2023-00198; 3003639970-2023-00199. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch, regarding a similar issue, closed as confirmed. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 68 closed samples to analyze the three cases. Tightness test to the closed samples received has been performed and the units are tight. When we have conducted rotation test in all samples received, we have noticed that all threads break easily in the attachment area. Then, the breakage of the thread could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Additionally, we have tested the knot pull tensile strength of samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.69 kgf in average and 0.67 kgf in minimum (ep requirements: 0.39 kgf in average and 0.07 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of closed samples received do not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.